Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the field service engineer and obtained the following additional information: the issue recurred three days later on a different generator. The customer used its own generator to finish the surgery.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive da vinci products involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis, and the reported failure was confirmed and replicated. During power-on test, the c34 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The erbe will be returned to original equipment manufacturer (OEM) for additional failure analysis and for potential repair. The probable root cause cannot be determined based on failure analysis; however, the issue is likely due to a component failure causing an operational problem within the erbe.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-34. The system was tested and verified as ready for use. Additional information is being gathered to determine the contribution of the erbe to the customer reported issue. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted hysterectomy malignant surgical procedure, the integrated electrosurgical unit (iesu) or erbe exhibited error c-34. The procedure was completed with no reported injury.